Event description:
The catheter was found cut during insertion and was removed without any harm to the pet.

Manufacturer narrative:
Additional info was requested, but is not available. Upon completion of the investigation, a supplemental report will be submitted. (B)(4).